Event description:
It was reported that patient underwent hip arthroplasty in 2009. Subsequently, a revision procedure was performed nine months later, due to fracture of the polyethylene liner. The liner and head were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned component found evidence that a portion of the rim of the liner fractured into five pieces. The fracture occurred at the retaining ring groove in the liner. The segment of the rim that fractured was approximately 120 degrees and occurred between two of the metal anti-rotation tabs on the shell. The load on the liner appeared to be carried primarily on the rim portion that fractured as this region had the most pronounced wear scar. Machine lines were still visible on most of the bearing surface.on the outside diameter of the liner near the fracture, there were impressions of two screw heads. This may indicate that the shell migrated after implantation. There were no radiographs to evaluate, so it is not possible to determine if the shell actually migrated.